Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a problem with the insulin pump not giving insulin. The customer had a high blood glucose level of 500 mg/dl. The customer's current blood glucose level was 360 mg/dl. The customer treated their high blood glucose with a syringe and the insulin pump. The insulin pump passed the displacement test and the self-test. The customer declined to perform the no delivery test. Additionally, it was found in troubleshooting that the customer did not have the bumper that said medtronic on the bottom of the insulin pump. The customer did not know that it came off. Due to this, the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.